Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Concomitant medical product received on: 18dec2019. Investigation ¿ evaluation. A review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device, as well as a visual inspection, functional test, and dimensional verification, were conducted during the investigation. The complainant returned two used catheters for investigation. The first catheter showed some slight scratching on the tubing and no biological matter on the surface. Its tubing did not pull out of the hub, but it did rotate within the cap when tugged and twisted. The distance between the hub and the cap was measured and determined to be out of specification. In addition, the first catheter was leak tested and leaked at the distal end of the cap. The second catheter showed no visible damage, but some biological matter on the surface. Its tubing did not pull out of the hub, and did not rotate within the cap when tugged and twisted. The distance between the hub and the cap was measured and determined to within specification. In addition, the second catheter was also leak tested and leaked at the distal end of the cap. Additionally, a document based investigation evaluation was performed. The proper procedures are in place to identify and prevent this failure mode prior to device distribution. The risk specifications covering mac-loc drainage catheters include both hub separation and leakage as a potential failure mode. The identified risk controls include manufacturing quality control checks and process validation. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. The instructions for use (IFU) supplied with the mac-loc drainage catheters instruct that the product should be inspected prior to use to ensure no damage has occurred. A review of the device history record (DHR) was also conducted as a part of the investigation. The DHR for the complaint lot and related subassembly lots revealed no reported nonconformances. A review of complaint software revealed three other complaints from the complaint lot at the time of investigation. Two of these three originated from the field and concern the same failure mode. Based on this information, there is evidence that nonconforming product exists out in the field. Based on the information provided, inspection of the returned product and the results of the investigation, it was concluded that a manufacturing and quality control deficiency contributed to this incident. Corrective actions including implementation of a gap gauge and retraining were performed. Appropriate measures have been taken to address this failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received on 18dec2019. After the operator noticed the leakage, the device was replaced with a device of the same lot and the same failure was noted. The device was replaced with a new, similar device to successfully complete the procedure.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: agent. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a (B)(6) year-old male patient required placement of a ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter for an unknown procedure. The operator reported that after placement of drain into the patient, leaking was found at " the hub of the drainage catheter." As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.